Manufacturer narrative:
A pump and two cylinders were returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed three separation/leakage sites. The first separation is noted in the inlet tubing adjacent to the distal connector, along the monofilament path, confirming the reported "fracture." Examination of the surfaces of the separation revealed markings characteristics of stress(es) induced rending and contact with sharp instrumentation. The markigns indicated contact with sharp instrumentation are noted in a confined area, proximal to the connector, and are noted on the surfaces of both the inner and outer tube layer. The other two leakage site are adjacent to the previously mentioned separation. Examination of the surfaces of these two separations revealed markings indicating contact with sharp instrumentation. In addition to the separations, areas of abrasion are noted on each of the exiting tubes. The pattern of abrasion indicates that these tubes were overlapped and twisted. Because these components were released according to manufacturing and quality control procedures, qa concluded that three areas with observed instrument damage occurred subsequent to the device packaging being opened. In addition, because the expected use of this devices combined with the observed instrument damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Based on qa's examination and the limited info provided, qa concluded that whil in-vivo the outlets and the inlet tubes were overlapped and twisted and abrading against one another. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(es) to rend the tubing at the noted site.

Event description:
Per the info provided to co by the physician's office, the device was removed due to "fractured tubing above the reservoir connection". As reported to co, the cylinder(s), pump and some assembly kit component(s) only were removed and replaced; leaving the reservoir, catalog #9060k, serial #081258 in place from the initial implant surgery.